Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head showed signs of oxidation on main connector. The issue occurred during maintenance. There was no patient involvement.